Event description:
The customer reported that the insulin pump alarmed motor error. Troubleshooting was done. Customer's blood glucose was 278 mg/dl. Customer will take manual injection. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Unable to confirm e70 alarm in alarm history screen due to over written history file. No unexpected motor error alarms noted. The insulin pump passed displacement, rewind, basic occlusion, prime/a33, occlusion, excessive no delivery test and the motor was tested outside of the device and passed. The insulin pump was received with cracked lcd window, cracked case at the lcd window corners, broken reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).